Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device in transit.

Manufacturer narrative:
The complaint device was received and evaluated. Visually the device appears in used condition. There was no evident damage at the distal end of the aimer except few nicks and marks indicating the metal shavings did not emanate from the femoral aimer. Furthermore, the lot number provided is the correct lot number but only the part number which precludes conducting a lot history review or a lot specific search in the complaints handling system. No further patient consequences have been reported and therefore at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our sales rep reported that two surgeons were performing an acl repair procedure. One surgeon was holding an anteromedial femoral aimer and the other surgeon was holding a beath pin from a mitek acl disposable kit, as they were drilling metal debris came off the devices into the patient. They removed the devices and cleaned out what debris they could. When using the aimer again, more metal debris came out of the aimer. The sales rep stated that she believes approximately 95% of the metal debris was removed from the patient, and the surgeons were not concerned about the small amount left in the patient. The procedure was completed with no reported patient consequences. The sales rep stated that she believed one of the two surgeons was bending one of the devices which resulted in the metal debris during the drilling of the hole. The aimer is being returned to mitek for evaluation; the beath pin was discarded by the customer. See associated medwatch # 1221934-2014-00104.

Event description:
Our sales rep reported that two surgeons were performing an acl repair procedure. One surgeon was holding an anteromedial femoral aimer and the other surgeon was holding a beath pin from a mitek acl disposable kit, as they were drilling metal debris came off the devices into the patient. They removed the devices and cleaned out what debris they could. When using the aimer again, more metal debris came out of the aimer. The sales rep stated that she believes approximately 95% of the metal debris was removed from the patient, and the surgeons were not concerned about the small amount left in the patient. The procedure was completed with no reported patient consequences. The sales rep stated that she believed one of the two surgeons was bending one of the devices which resulted in the metal debris during the drilling of the hole. The aimer is being returned to mitek for evaluation; the beath pin was discarded by the customer. See associated medwatch # 1221934-2014-00104.